Manufacturer narrative:
Interrogation results were normal. Visual screen and preliminary test results were acceptable. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with wound dehiscence with an incision that was open a quarter inch, redness, purulent drainage and swollen incision site. It was noted that antibiotics were also started. The suture that was placed superficially was irritating the skin and caused an unrelated infection. The pacemaker was explanted. The patient was in stable condition before, during, and after the procedure.